Event description:
The device was unable to be interrogated, a telemetry error was presented. The programmer has been successful interrogating other devices. During interrogation, the parameters and serial number would be displayed, then the telemetry failure error would be presented. Device is at eri.

Manufacturer narrative:
Upon receipt, the device was subjected to an electrical inspection during which it was not interrogatable. The device had been implanted for 63 months. The ability of the device to deliver therapies was verified. The device was delivering antibradycardia pacing pulses in ddd mode with 50 ppm, 2.6 v for 0.5 ms. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The device was opened. The battery voltage of 5.7 v indicated an eri battery condition. The current consumption of the electronic module was measured and found to be normal. During the further analysis, the telemetry circuit was inspected. A resistor was found to be outside of its specifications, resulting in the loss of telemetry. In summary, the device was not interrogatable due to a single component failure. This did not affect the device ability to deliver therapies. The battery status was expected after 63 months of service.